Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited a signal artifact monitoring (sam) episode due to noise and oversensing consistent with respiratory rate trend (rrt) signal oversensing. The ra impedance measurements were noted to be intermittently high but not out of range. Inappropriate atrial tachy response (atr) episodes were also noted due to the noise. Technical services (ts) discussed programming options. The device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited a signal artifact monitoring (sam) episode due to noise and oversensing consistent with respiratory rate trend (rrt) signal oversensing. The ra impedance measurements were noted to be intermittently high but not out of range. Inappropriate atrial tachy response (atr) episodes were also noted due to the noise. Technical services (ts) discussed programming options. The device system remains in service. No adverse patient effects were reported. Additional information was received which reported that the patient with this ICD and ra lead presented to their clinic for follow up. Atrial noise and oversensing were again discussed. The ra impedance measurements were now out of range. No adverse patient effects were reported. The device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.